Event description:
Customer reported she was hospitalized. Customer states she was at a friends' house and started feeling sick and vomiting and was taken to the hospital. Blood glucose at the time of admission was over 1000 mg/dl. Customer stated that the insulin pump alarmed motor error. The customer has had several mris and x rays in the last 6 months and she was wearing the insulin pump during the x rays. Customer uses the sensor feature. Customer was assisted in clearing the alarm, rewinding and priming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.